Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for device evaluation. A lead revision was scheduled for unknown reason. During procedure, the right ventricular lead exhibited an insulation anomaly. The lead was explanted and replaced. No further information was available.